Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform a series of corrective actions, including disconnecting and manipulating the tubing and delivering specific bolus doses. The customer replaced supplies as necessary and resumed insulin therapy.